Event description:
It was reported that the pump touch screen had dots. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.